Event description:
It was reported that the patient underwent a sling procedure in 2005. The patient was discharged with a normal voiding pattern next day. Postoperatively, the patient developed supra-pubic and right groin tenderness of mild severity and a kidney infection was suspected. The patient was treated with antibiotics and the event resolved after approx 3 months.